Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones and displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. It is reported there were long charge times.